Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing eval revealed that the device was received for eval. As received, the shaft was broken off on both devices. Visual inspection showed that there were heavy dents at the flat surfaces of the shaft, likely caused by the clamp jaws of a chuck. The root cause was determined to be a mechanical overload caused by extreme forces being applied to the devices. No manufacturing fault could be detected. The complaint is deemed invalid from a manufacturing standpoint.

Event description:
It was reported that the shaft on two quick coupling chucks broke off during screw removal. No broken pieces were left in the pt. This is report 2 of 2 for this event.